Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure to treat atrial fibrillation (a fib) an intellamap orion high resolution mapping catheter was selected for use. After mapping left atrium (la) was mapped with the orion catheter, ablation of the right inferior pulmonary vein (ripv) was performed. When an attempt was made to perform ablation of the left inferior pulmonary vein (lipv) a decrease in blood pressure was observed, and echocardiography revealed that pericardial fluid had accumulated. The procedure was cancelled and the pericardial fluid was drained. After awhile, blood pressure returned to normal for the patient. The possible cause was that the left atrial appendage was pressed too hard by the orion during la mapping using the orion. The device is not expected to be returned for analysis due to disposal. It was further reported that the orion catheter was located in the left atrium when the pericardial effusion was discovered about one and a half hours after the procedure started.

Event description:
It was reported that during an ablation procedure to treat atrial fibrillation (a fib) an intellamap orion high resolution mapping catheter was selected for use. After mapping left atrium (la) was mapped with the orion catheter, ablation of the right inferior pulmonary vein (ripv) was performed. When an attempt was made to perform ablation of the left inferior pulmonary vein (lipv) a decrease in blood pressure was observed, and echocardiography revealed that pericardial fluid had accumulated. The procedure was cancelled and the pericardial fluid was drained. After awhile, blood pressure returned to normal for the patient. The possible cause was that the left atrial appendage was pressed too hard by the orion during la mapping using the orion. The device is not expected to be returned for analysis due to disposal. It was further reported that the orion catheter was located in the left atrium when the pericardial effusion was discovered about one and a half hours after the procedure started.

Manufacturer narrative:
UDI related data quality updates only. This report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
UDI related data quality updates only. This report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure to treat atrial fibrillation (a fib) an intellamap orion high resolution mapping catheter was selected for use. After mapping left atrium (la) was mapped with the orion catheter, ablation of the right inferior pulmonary vein (ripv) was performed. When an attempt was made to perform ablation of the left inferior pulmonary vein (lipv) a decrease in blood pressure was observed, and echocardiography revealed that pericardial fluid had accumulated. The procedure was cancelled and the pericardial fluid was drained. After awhile, blood pressure returned to normal for the patient. The possible cause was that the left atrial appendage was pressed too hard by the orion during la mapping using the orion. The device is not expected to be returned for analysis due to disposal. It was further reported that the orion catheter was located in the left atrium when the pericardial effusion was discovered about one and a half hours after the procedure started.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure to treat atrial fibrillation (a fib) an intellamap orion high resolution mapping catheter was selected for use. After mapping left atrium (la) was mapped with the orion catheter, ablation of the right inferior pulmonary vein (ripv) was performed. When an attempt was made to perform ablation of the left inferior pulmonary vein (lipv) a decrease in blood pressure was observed, and echocardiography revealed that pericardial fluid had accumulated. The procedure was cancelled and the pericardial fluid was drained. After awhile, blood pressure returned to normal for the patient. The possible cause was that the left atrial appendage was pressed too hard by the orion during la mapping using the orion. The device is not expected to be returned for analysis due to disposal.